Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump was powered on to a faded and discolored display screen. The pump display screen was removed and replaced with a test screen and the display returned to normal. Unrelated to the display issue, the pump battery compartment was found to be cracked. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned to animas. Product analysis evaluated the pump and found a faded and discolored display screen. This report is made based on the results of evaluation.